Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in brazil. As reported, this was a case of an off-label implant of a 23mm sapien 3 ultra valve for aortic regurgitation with physician-led oversizing. After seven months of implant the patient presented symptoms and went to medical site. Imaging revealed a pseudoaneurysm in the left ventricular outflow tract (lvot). A new 23mm sapien 3 ultra resilia was implanted to seal the flow responsible for creating the pseudoaneurysm. The patient was noted to be stable after the procedure.